Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure to treat proximal left anterior descending (lad) highly calcified, non-tortuous lesion, a non-abbott wire was inserted via the right femoral artery through an ebu 3.5 guide catheter. A 2.5 x 15 sapphire balloon was inserted over non-abbott wire and inflated proximal. A non-abbott catheter was inserted over the wire after the balloon was removed. The non-abbott wire was removed and viperwire coronary flex guidewire was inserted through the non-abbott catheter. Several treatments runs were performed successfully at 80,000 rpm. It appeared that the guidewire distal tip was separated from the body of the wire and left in the distal diagonal vessel. A non-abbott catheter was inserted over the viperwire guidewire flex tip and then it was noticed that the catheter was next to the viperwire guidewire tip. At this point, the physician realized that the tip of the wire was separated. The end of viperwire coronary guidewire had sheared off in distal lad near apex and approximately 30 mm radio plaque tip of the guidewire was left in-vivo. A non-abbott wire was inserted wire though the non-abbott catheter and the procedure was continued using a 2.25x18 skypoint stent, and more proximal a 2.5 x 15 skypoint stents. Post dilation was performed using a 2.0 x 15 sapphire balloon. The decision was made to leave the wire tip in place as the risks outweighed the benefits. There were no adverse patient effects due to wire dislodging. The patient is stable.